Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use continued from section e3 - occupation: non-healthcare professional information regarding section g5 den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Discolored powder was present along the walls inside the nozzle of the device. No sticky moisture, as was reported, was present on the outside of the device or inside the tray. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. No sticky moisture was present on the co2 cartridge or inside the handle of the device. When retested with a new co2 cartridge and activation knob, the device sprayed a small amount. The device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of discolored powder were observed in the tube between the powder chamber and on/off valve. The cannula in the powder chamber also contained clumps of discolored powder. The powder chamber was emptied and a section of hardened powder was stuck against the powder chamber wall. When visually examined from outside of the powder chamber, the powder presented discoloration. The discoloration appears to be from an ingress of blood into the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. The discoloration within the internal clog suggests blood traveled through the catheter into the device. When the device is deactivated, the co2 cartridge discharges, and the release of the co2 causes the cartridge to quickly condensate and freeze. It is possible that the moisture experienced was due to the discharge of co2. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on (B)(6) 2019: "during preparation for a hemostasis procedure, the physician chose a cook hemospray endoscopic hemostat. While checking the device, it was found that the device did not provide material for hemostasis [unable to spray]. There was a sticky moisture stain in the tray; the contaminated liquid was in the cartridge in the handle. Per the initial reporter, the device was not used on a patient and there was no impact to the patient; however, the investigation found what appeared to be bodily fluid in the device." The following additional information was provided on (B)(6) 2019: the catheters were used. The device was initially checked and because the powder did not fly out [unable to spray], the set was put away on the treatment table. The device was in contact with blood because it was put on the tool table where all the products used during the procedure were deposited. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA (510k) # den170015 . Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Discolored powder was present along the walls inside the nozzle of the device. No sticky moisture, as was reported, was present on the outside of the device or inside the tray. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. No sticky moisture was present on the co2 cartridge or inside the handle of the device. When retested with a new co2 cartridge and activation knob, the device sprayed a small amount. The device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of discolored powder were observed in the tube between the powder chamber and on/off valve. The cannula in the powder chamber also contained clumps of discolored powder. The powder chamber was emptied and a section of hardened powder was stuck against the powder chamber wall. When visually examined from outside of the powder chamber, the powder presented discoloration. The discoloration appears to be from an ingress of blood into the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. The discoloration within the internal clog suggests blood traveled through the catheter into the device. The instructions for use state, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. It is not clear if pre-testing the device could have contributed to the blood traveling into the device. When the device is deactivated, the co2 cartridge discharges, and the release of the co2 causes the cartridge to quickly condensate and freeze. It is possible that the moisture experienced was due to the discharge of co2. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During preparation for a hemostasis procedure, the physician chose a cook hemospray endoscopic hemostat. While checking the device, it was found that the device did not provide material for hemostasis [unable to spray]. There was a sticky moisture stain in the tray; the contaminated liquid was in the cartridge in the handle. Per the initial reporter, the device was not used on a patient and there was no impact to the patient; however, the investigation found what appeared to be bodily fluid in the device.